Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73k2000096 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: nov 2022, a laparoscopic appendectomy was performed. The clip does not close during usage on the patient; another clip was used. 1 pc involved.